Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® serum / cat blood collection tubes had the stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter: "shields were loose and they didn't close properly."

Event description:
It was reported during use the bd vacutainer® serum / cat blood collection tubes had the stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter: "shields were loose and they didn't close properly."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.